Event description:
Additional information was received from the patient. The patient reported nothing in response to being asked what the circumstances were that led to the seizure like episodes, difficulty standing/legs turning to gel, dizziness, incoherence, and vertigo. The patient stated that she did not do anything to bring it on that she knew of. The patient noted that it just hit her from nowhere about 5 times. The patient reported that it did not feel like vertigo and just legs like jelly with lots of dizziness. The patient noted that her son was back living with her and that he had grade 3 brain cancer. The patient noted that it was very hard on her. The patient stated that she took medication to help with the nerves and noted that maybe she just got run down. The patient reported that she broke her leg from another episode and noted that it was not the vertigo. The patient stated that she was waiting on surgery. The patient noted that she was back on antivert and was being closely watched.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient needed an MRI for seizure-like activities. The patient had a past episode in 2012 and a recent one in (B)(6) 2015. The patient had vertigo and took antivert for it, but it was not working. The patient's legs turned to gel and they had difficulty standing, they were dizzy, and were incoherent. There was no suspected problem with the device or therapy. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.